Manufacturer narrative:
(B)(4). Investigation results: one flexiva ID tractip 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. Visual examination revealed that the fiber was returned broken into two pieces. The first piece measured approximately 55 cm from the top of the connector to the break. The second piece measured approximately 261.8 cm from the break and includes the entire distal tip. There was no damage to the fiber face within the sma connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser. The fiber code suggest that the customer was not able to connect to their console and was unable to use the device. The aiming beam exiting the distal tip was bright, clear and round. The condition of the returned device does not confirm the event. Therefore, based on all gathered information, the reported issue was unable to be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-01946 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was opened for use for a laser lithotripsy procedure performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis 120 watt console with a laser settings of 0.3 joules and 70 hertz. According to the complainant, during procedure and outside the patient, the first fiber was used received an error message on the laser, fiber not detected. The second fiber broke. It broke on the end, closer to the laser. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no reported patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.